Manufacturer narrative:
Continuation of d11: product ID 748940 lot# serial#(B)(6) implanted: explanted: product type extension product ID 3550-29 lot# unknown serial# implanted: explanted: product type accessory product ID neu_siliconeanchor lot# unknown serial# implanted: explanted: product type accessory product ID neu_siliconeanchor lot# unknown serial# implanted: explanted: product type accessory product ID 74002 lot# n682699 serial# implanted: explanted: product type adapter product ID 748940 lot# serial# (B)(6) .implanted: explanted: product type extension product ID 748940 lot# serial#(B)(6). Implanted: explanted: product type extension product ID 3998 lot# j0454885v serial# implanted: explanted: product type lead h3: analysis of the ins (nme718275h) found no anomalies. Analysis of the extension (B)(6). Found that the extension body outer insulation had a breached depression. Analysis of the lead (j0454885v) found that the proximal end of the lead connector wasn't completely seated in the extension adn the proximal end insulation set screw impressions between connectors. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because it is the closest code available with respect to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation was cutting in and out since the ins was implanted. The patient also said this was happening since their post-op appointment. The healthcare professional replaced the entire scs system on the day of the report. It was unknown if the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n682699, product type: adapter. Product ID: 748940, serial# (B)(4), product type: extension. Product ID: 748940, serial# (B)(4), product type: extension. Product ID: 3998, lot# j0454885v, product type: lead.: analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.